Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 908 ml during therapy initiated on (B)(6) 2011 21:26:16, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient's ultrafiltration volume exceeds 60% of the maximum prescribed cycle fill volume when actual drain volume is not available, as defined in the (B)(4) clinical hazards list. Review of the event log does not reveal the cycle 6 drain and the user's actual drain volume is unknown. The ultrafiltration volume of 908 ml is 60% of largest prescribed fill volume (lpfv) of 1500 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 21:26:16. During night drain cycle six, the patient's ultrafiltration reading was 908ml, indicating the home patient (hp) drained 908ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.